Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended value into the bolus menu for a meal, but ate more food than intended. Blood glucose (bg) was 586 mg/dl with trace ketones. Bg was treated by administering correction bolus via the pump.